Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a bluescreen issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen. A field service engineer confirmed the computer displayed a low disk space error on the app desktop. The station was rebooted and accessed under the admin user profile. Navigated to the sql log file folder and identified over 20,000 log entries dating back more than three years. Non-essential files were deleted to free up space. The station was then rebooted, and upon restart, it successfully launched into app mode and initiated the medical application as designed. The system functioned as intended after the field service engineer repaired the device.